Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose level had no adverse impact. No additional product or event information was available.